Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No on-site investigation of the ventilator was requested. The investigation was conducted based on the provided information and ventilator logs. No date of event was provided but based on provided screen pictures it is believed to be 2 december 2024. A review of provided log revealed multiple alarms indicating significant leakage issues, including ¿leakage too high¿, ¿check tubing¿, and ¿peep low¿. Additionally, alarms for ¿respiratory rate low¿ were generated. There are no technical error codes indicating a ventilator malfunction at the time of the event. The ventilator was operating in niv nava mode, where the patient¿s diaphragmatic electrical activity is used to control ventilatory support (non-invasive neurally adjusted ventilatory assist) and niv (non-invasive ventilation) is administered without intubation or tracheotomy, utilizing a nasal mask, face mask, full-face mask, or prongs. In niv modes, the ventilator adjusts to variations in leakage to maintain the required pressure and peep levels. Excessive leakage (exceeding 75%) triggers a high-priority alarm. Ventilation automatically resumes if leakage decreases but can also be manually restarted by the user. Leakage is expected in niv modes; therefore, the ventilator features an automatic detection system for patient connection and disconnection ¿ the niv disconnection functionality. This feature detects when the patient interface is applied or removed. If disconnection is detected, the ventilator stops airflow to avoid high flows and alarms. This functionality can be configured in three ways: 1. Low flow (default setting) ¿ initiates a bias flow of 7.5 l/min to detect reconnection. Ventilation resumes when leakage is within manageable levels or when the user presses the "resume ventilation" button. 2. High flow ¿ initiates a bias flow of 15 l/min (infant) or 40 l/min (adult) to detect reconnection. Ventilation resumes when leakage is within manageable levels or when the user presses the "resume ventilation" button. 3. Disabled ¿ the ventilator continues delivering gas even if excessive leakage occurs. Instead of a high-priority alarm with a 10-second delay, a medium-priority alarm is triggered immediately. In this case, the niv disconnection functionality was set to low flow. If niv disconnection functionality is set to ¿disabled¿, the ventilator will continue to deliver assist even when leakage is excessive. This can be changed in the startup configuration. The investigation found no evidence of ventilator malfunction during the ventilation period. The ventilator operated as expected under the given circumstances. However, alarm data suggests that ventilation became insufficient due to the chosen ventilator settings and excessive patient circuit leakage.

Event description:
It was reported that the ventilation paused due to leakage there was no patient harm. Manufacturer's ref #: (B)(4).